Event description:
A ge oec 9800 fluoroscopy sys had the collimator close down during a procedure. A system reboot restore function.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluor functions board that was removed and replaced. The power cord was also incidentally replaced due to cracked insulation. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.